Manufacturer narrative:
Analysis of the insr, serial # (B)(4), complaint was unverified. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the patient saw a screen with a picture of a cord, and thinks it might be the "charge the recharger" screen, but was not sure. Additional information received stated that the patient had all the components, and was unable to charge as the arrows did not line up. It was determined the desktop charger was plugged in backwards and the recharger connector was damaged. Patient was issued a new recharger and desktop charger. No symptoms were reported. There were no reported complications and no further complications were expected. Patient was implanted for non-malignant pain. Additional information: information was reported that the patient has never been able to fully charge. The patient received new ins recharger equipment the patient received resolved the issues with the recharger. No further complications were reported. No patient symptoms were reported related to this event.

Manufacturer narrative:
Review of this MDR shows there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirement stipulated in 21 cfr 803. Medtronic, inc. (If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.